Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer regarding the v60, reporting a device was getting error code 1102 check vent: primary alarm failed message. The device was not in clinical use when the malfunction occurred, no patient impact occurred. The customer, with assistance from a remote service engineer (rse), evaluated the device and confirmed the reported problem. The issue manifested during system bootup and represented the first occurrence of this behavior. The observed fault prevented the user from operating the device. This investigation is ongoing.

Manufacturer narrative:
H11: per good faith effort (gfe) response received on 08jan2026, it was confirmed that the issue occurred during power on self-test (post). No diagnostic report (drpt) is available. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, the issue does not meet the reportability criteria and was reported in error.